Manufacturer narrative:
Product analysis: product# 9560100, lot# 779704. Analysis received via service and repair report confirmed that the tip of the scope was scraped with an air tome, and the image became poor. It was also confirmed that the vision was blurry white and not clear. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding an endoscope used for spinal surgery. Pre-operative diagnosis was lcs. Procedure performed in the event was mel. It was reported that intra-operatively, the tip of the scope was scraped with an air tome, and the image became poor. The product came in contact with patient. There was a delay of less than 60 minutes in the overall procedure time. There were no patient symptoms or complications as a result of this event.